Manufacturer narrative:
(B)(4). D10: medical products: item#: 00830004300, tm ankle tibial base size 3; lot#: 77002854. Item#: 00830001300, tm total ankle talus sz 3 left; lot#: 62416036n. Item#: 00235701808, dist lat fib lck plate 8h lt; lot#: 62745572. G2: foreign: canada. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total ankle arthroplasty approximately ten (10) years and seven (7) months ago. Approximately two (2) years and two (2) months later the patient had and incidental finding of heterotopic ossification due to complaints of moderate swelling, stiffness, and paint. No treatment was provided and the patient reported being satisfied with the ankle. Subsequently, approximately one (1) month ago the patient presented with draining sinus and was awaiting a revision surgery. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. No problem was found with these devices. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.